Event description:
Two falsely depressed creatinine (crea_2) patient sample test results were obtained from an atellica ch 930 analyzer. The initial test result was reported to the physician(s). The same sample was repeated on the same atellica ch 930 analyzer and on an alternate atellica ch 930 analyzer. Both repeat test results were reported to the physician(s). The second repeat was considered to be the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that two falsely depressed creatinine (crea_2) patient sample test results were obtained from an atellica ch 930 analyzer. Siemens is investigating the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00029 was submitted on 26-jan-2022. Additional information (08-feb-2022): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse adjusted the sample arm upper length, adjusted the wash nozzle and performed an auto alignment. The cse found a defective water valve on the reaction washer probe 1. The cse replaced the water valve. The cse ran quality control materials with acceptable results. The cause of the falsely depressed creatinine (crea_2) patient sample test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.